Event description:
The account reported to the swivel function on the foot end brake casters will not lock. There was no patient/user injury reported. This report ws filed on our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found a damaged pivot block which holds the brake steer weldment is not allowing enough twist on the hex rod an therefore the swivel locking brake casters are not being fully engaged. Prolonged used in this condition has permanently damaged the swivel lock gears on both head brake casters. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the pivot block and brake casters to resolve the issue. Based on this information, no further action is required.